Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was found to be flattened. Due to the flatting of the soft cannula is was measured long than specification. The flattening of the soft cannula did not prevent fluid from exiting the distal tip of the soft cannula. The longer soft cannula did not contribute toward the reported shorter soft cannula. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.

Manufacturer narrative:
Update h2, h6.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not insert when the pod was activated and was only partially visible once the pod was removed. It was also reported that this caused the patient pain at the pod site (lower back). The pink slide was not visible which indicates a needle mechanism failure. As treatment a new pod was applied. No impact to the patient¿s glucose level was reported and medical assistance was not required.